Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free intravenous (IV) connectors were leaking from the membrane. A blood leak of less than 0.5ml from the membrane of the one-link connector was observed after connecting a 20ml syringe. The customer stated that the leaking may have been caused by incorrectly attaching the syringe with the one link. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.